Manufacturer narrative:
Ge healthcareâ investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Reported via china aer database: it was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available.